Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 24x3.5mm, eccentric target lesion containing a lesion bend of <=45 degrees was located in the moderately tortuous and a moderately calcified left circumflex (lcx) artery. Predilation was performed with a 2.5x10mm and 2.75x10mm non-bsc balloon. A 24 x 3.50mm taxus¿ liberté¿ drug-eluting stent selected to treat the target lesion. However, in an attempt to deploy the stent into the calcified proximal left circumflex, the stent got damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that two stent struts were lifted and bent back distally. The first strut was lifted on the 9th row from the proximal end of the stent and the second strut was lifted from the 8th row from the distal end of the stent. This type of damage to the stent is most likely to have occurred during the withdrawal of the device from the patient. A visual and tactile examination found a kink in the hypotube at 44.3cm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the profile of the balloon. The balloon was tightly folded and did not appear to have been subjected to any positive pressure. An examination of the tip identified no issues with the profile of the tip section of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 24x3.5mm, eccentric target lesion containing a lesion bend of <=45 degrees was located in the moderately tortuous and a moderately calcified left circumflex (lcx) artery. Predilation was performed with a 2.5x10mm and 2.75x10mm non-bsc balloon. A 24 x 3.50mm taxus¿ liberté¿ drug-eluting stent selected to treat the target lesion. However, in an attempt to deploy the stent into the calcified proximal left circumflex, the stent got damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.